Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The field service engineer replaced drawer board, pmc board, and retractor band. Checked and tested. The field service engineer reported that there was no visible thermal damage, only an electrical short circuit. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to power on and emits a smoky smell. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.